Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a company representative. The physician¿s name and contact information that was associated with the event was provided.

Manufacturer narrative:
Concomitant medical products: product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter; product ID: 8709sc, lot# n299446005, implanted: (B)(6) 2011, product type: catheter. Other relevant device(s) are: product ID: 8596sc, serial/lot #: (B)(4), ubd: 01-jun-2013, (B)(4); product ID: 8709sc, serial/lot #: (B)(4), ubd: 01-jun-2013, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient who was receiving dilaudid (hydromorphone) with concentration 20 mg/ml at dose rate of 2.1 mg/day and clonidine with concentration 210 mcg/ml at a dose rate of 22.05 mcg/day via an implantable pump for spinal pain. It was reported that the patient experienced a change in mental status and was admitted to an intensive cardiac care unit (iccu). The event occurred during normal use. Environmental/external/patient factors that may have led or contributed to the issue was indicated as having been unknown. The pump was interrogated, and the log reports were checked. No motor stalls were noted. Actions/interventions taken to resolve the issue included the iccu physician having decreased the dose of hydromorphone/clonidine by 20%. No surgical intervention occurred, and it was noted that the company representative asked if surgical intervention was planned but this was unknown. The issue was not resolved at the time of the report. The patient was without injury regarding their status at the time of the report. It was indicated that the healthcare provider had no further information regarding the event. Other medications (oral, etc.) The patient was taking at the time of the event was unable to be obtained. The patient¿s weight and medical history were noted as having been requested but were unknown. No further patient complications have been reported as a result of this event.